Event description:
The customer reported that he was hospitalized due to high blood glucose levels. The customer didn't know his blood glucose reading at the time of admission. The customer was concerned with his glucose meter because it was reading 50 points off compared to the hospital's glucose meter. The customer was transferred to have the glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.